Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: trocar seal came off in the patient's body on (B)(6) 2012. It was found just recently in subsequent surgery. Surgeon stated that second surgery was not due to foreign body left in pt. (B)(6) male with history of (B)(6) and hypertension underwent surgery (thoracotomy) for drainage of an empyema on the right lower lung on (B)(6) 2014. Upon inspection, it was noted the patient had a foreign body located on the diaphragmatic surface on the right lower lobe. This resulted in the right lower lobe being resected for removal of the foreign body. The patient is reported as doing okay at this time. The patient had previous chest surgery on (B)(6) 2014 (robotic wedge biopsy). It was noted our trocars; trocar and cannula used at that time. Was there any tissue damage as a result of this problem? A) if yes, describe the damage and provide details on how the damage was treated/corrected. B) was the damage irreversible? Was there blood loss of 500cc or more due to the product problem? A) did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Additional information: (B)(6) is awaiting information on how to return specimen. This is a known (B)(6) patient and the specimen will be in formalin. He can be emailed with information on how to send specimen back at (B)(6). Spoke with tom claire in risk management with the following information obtained: (B)(6) male with history of (B)(6) and hypertension underwent surgery (thoracotomy) for drainage of an empyema on the right lower lung on (B)(6) 2014. Upon inspection, it was noted the patient had a foreign body located on the diaphragmatic surface on the right lower lobe. This resulted in the right lower lobe being resected for removal of the foreign body. The patient is reported as doing okay at this time. The patient had previous chest surgery on (B)(6) 2014 (robotic wedge biopsy). It was noted our trocars; trocar and cannula used at that time. (B)(6) states the instrument used was a 10-15mm versaport trocar sleeve. The lot number is not available. There is no complaint to be filed on the e7506 polyhesive return electrode. The foreign body is in 2 pieces as the surgeon was unsure what this was and is now in formalin. They are willing to have this evaluated.